Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and skin infection/diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 36 and 48 hours. The patient developed an infection at the insertion site (arm). Symptoms reported include hyperglycemia, irritation and purulent discharge at the insertion site. The patient was treated with intravenous therapy and antibiotics. The patient was prescribed cephalexin 500 mg, 3 times a day for 5 days. The pod was removed and discarded at the hospital. The patient was discharged after 2 days.